Event description:
Healthcare professional reported "rupture". Then healthcare professional reported "capsular contracture baker grade ii". This record is for the left side. Device was explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿rupture: not observed through visual inspection. ¿capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis creases and deformation are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". Then healthcare professional reported "capsular contracture baker grade ii". This record is for the left side. Device was explanted and replaced with a non-allergan device. Device will be returned.